Event description:
I had bought a tincoco compression legwear which does not fit the description, it does not "tight" as normal like socks. But the seller claim that it is real and refuse to refund or change good to me. This is my second time to buy tincoco. First time was with another person, it is good to wear and very tight, but this second time with another seller, left me disappointed and sad. Dates of use: (B)(6) 2011.